Event description:
Biopsy needle broke in deep cartilage surrounding liver. Co-axial introducer needle 16.8 cm length broke during the liver biopsy procedure. Part of the needle remained in the patient and had to be surgically removed under general anesthesia. The patient remained in the hospital overnight to evaluate for bleeding.